Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance with a pump reset, which resolved the issue, allowing them to successfully start their sensor session.